Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the main board and a solenoid assembly.

Event description:
It was reported that the unit failed extended self testing. No patient or user harm was reported.